Event description:
It was reported that the patient with this right atrial (ra) lead had a tricuspid issue. Further, this ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead passed all testings performed, lead tip and helix appeared intact. Further, helix mechanism was not performed due to dried blood or body fluid in the tip area which would inhibit helix function. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had a tricuspid issue. Further, this ra lead was explanted. No additional adverse patient effects were reported.